Event description:
After already occurring once before, it was reported that this second PICC also was associated with an incident of redness along the vein. Procedure was performed in the operating room and within 36-48 hours after insertion, the pt developed a redness (possible phlebitis) all along the vein. The PICC was removed and another PICC was inserted.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.